Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,as per pfs ¿pain, urinary problems, bowel problems, recurrence, and dyspareunia¿.